Manufacturer narrative:
The lead was successfully replaced and will be returned for laboratory analysis. No additional information is available. Once the lead is returned and analyzed, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. X-ray examination revealed that the inner conductor coil was fractured approximately 23.8 cm from the terminal pin, distal to the suture tie down site. Other lead body components (outer insulation, outer coil, and inner insulation) were undamaged at the fracture site. Regions of fatigue and overload stress were observed on the fracture surface area, indicative of repetitive motion in that location over time. Laboratory analysis confirmed that the out of range pacing impedance measurements observed in the field were most likely due a inner coil lead fracture.

Event description:
Boston scientific received information that this right atrial (ra) lead presented with pacing impedance measurements above 3,000 ohms. No adverse patient effects were reported.

Event description:
The lead was returned.